Event description:
Olympus was informed that the patient expired after a diagnostic gastroscopic procedure. The user facility indicated that they did not believe that the device or the procedure performed caused the reported event.

Manufacturer narrative:
Olympus followed up with the user facility and was informed that the intended procedure was completed and the patient likely expired due to pre-existing medical conditions. Additionally, the facility reported that there was no device failure and is using the equipment even now. No device was returned for evaluation. This report is being submitted as a medical device report in an abundance of caution.